Event description:
It was reported that during preparation for a carotid stenting treatment procedure, a shaft break occurred. During preparation, the physician noticed that the model-8f pv mach1 guide catheter was kinked and slightly broken 20 centimeter from proximal hub. The device was replaced and another model-8f pv mach1 guide catheter was used to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: device not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context. (B)(4).